Event description:
Caller reported a minimum fill notification causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value unknown but displayed as "high." The customer addressed the high blood glucose level by administering a correction bolus via the pump. A new cartridge was loaded to resolve the issue.